Event description:
It was reported that the patient who had an intraocular lens (iol) implanted on (B)(6)-2014, complained of glare like symptoms. The patient complained that he/she felt annoyed with even little light. The patient was prescribed pilocarpine. The iol is still implanted. The date of event, patient age, and gender are unknown. No further information was provided.

Manufacturer narrative:
(B)(4), the intraocular lens remains implanted.all pertinent information available to abbott medical optics has been submitted. Placeholder.